Event description:
The user facility reported a 56-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support due to becoming hypotensive. While on support, the impella had low pump flows. Blood volume was given and the pump was repositioned, but the pump was removed. When the pump was removed, no clots were seen on the pump and no kinks were seen as well. It was reported that the pump was malpositioned and this was why the low pump flows were observed. Also, the patient did have multiple clots removed from the left anterior descending artery and the right axillary artery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the reported low pump flow, thrombus, and positioning issues has been completed. Data logs confirmed the low flow when pump started about 10 minutes and remained to the rest of the case that triggered auto suction response and suction alarms. Logs also showed about 6 minutes into the case, pump position was instable (in aorta & correct position) for 3 minutes then resolved. Pump was returned for analysis. Visual inspection found no issues on the pump. The root cause of the low flow was most likely a patient condition as no issue was found on the pump. The root cause of the positioning issue was most likely patient movement. Added- d9 device return date d6.